Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently input a correction factor of 1:14 rather than the intended value of 1:40, causing the pump to calculate boluses that were too large. Customer's blood glucose was 234 mg/dl. Reportedly, the customer corrected the pump settings and resumed insulin therapy.